Manufacturer narrative:
D6a implant date: (B)(6) 2023 or (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that ¿during a heart attack the neurostimulator was active¿ and that it ¿went into an over-stimulation mode, giving them serious shocks whilst they were having the heart attack.¿ the patient noted that they did not have their patient controller with them at the time of the incident and that they were unable to turn off their implantable neurostimulator (ins) for approximately two and a half hours until they were through the emergency department, the catheter lab to have a stent placed, and had returned to the cardiac ward. The patient also reported that their ¿controller had been doing this sort of thing since it was implanted¿ on (B)(6) 2023 [it was later stated in the patient¿s submission that the ins was implanted on (B)(6) 2023, the correct date is unknown]. A manufacturer representative was stated to have been trying to find a setting that would control the patient¿s pain levels for their burning feet syndrome. The ¿device would be ok for a few weeks and then suddenly go into an over-stimulation mode causing severe shocks to their lower back and legs.¿ the patient noted that the device remained implanted as of (B)(6) 2024. No further complications were reported or anticipated.